Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was unable to establish telemetry. The head was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the radio frequency programmer head was unable to establish telemetry. The head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer head had only intermittent telemetry and that it failed all uplink amplitude tests. The head's cable was twisted and therefore it was replaced.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.